Manufacturer narrative:
The device currently remains implanted. Therefore, allergan will not receive it and no analysis or testing will be done. The event of erythema is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established. Further info from the reporter regarding the event and product details has been requested. No add'l info is available at this time.

Event description:
Healthcare professional reported four weeks post implantation of seri during transverse rectus abdominis myocutaneous (tram) flap surgery, pt presented with "redness of the abdomen just over the area where the [seri] was placed." Reported treatment includes antibiotics. No reported surgical treatment has been received.